Event description:
Falsely elevated troponin I results were obtained on two patients within a 24 hour period. The results were not reported to the physician. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.